Event description:
The clinician called in to report that the lead impedance has risen suddenly from 500 ohms to 1045 ohms. The threshold has increased from 0.7 v @ 0.4 ms to 1.5 v @ 0.4ms. The sensing test revealed consistent numbers however when the patient presses hands together there is noise present on the iegm which is not sensed by the device. The lead remains implanted at this time and a decision has not yet been made as to the future disposition of the lead.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.